Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low and high blood glucose levels ranging from 40 mg/dl to 445 mg/dl. The customer was treated for the low blood glucose with juice. The customer stated that they were trying to perform a bolus to treat their blood glucose but insulin would not come out of the tubing. The customer was assisted with changing their infusion set. The customer declined any further troubleshooting. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to fluctuate. The customer did not return the product back for analysis.